Manufacturer narrative:
H.6. Investigation summary: one photo of a 31g x 8mm pen needle carton was returned from lot. No. 8255615, cat. No. 325105. No clog test could be carried out as no sample was returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no sample was returned for analysis no further investigation can be carried out.

Event description:
It was reported that before use of the pn 31x8 100 pk germany the needles were clogged. Foreign complaint the following information was provided by the initial reporter, translated from german to english: needles is clog.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the pn 31x8 100 pk germany the needles were clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: needles is clog.